Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws a ge healthcare service representative performed a checkout of the equipment and a review of the logs. The software was reloaded which corrected the issue.

Event description:
The hospital reported that the unit alarmed during boot-up, and mechanical ventilation was not functional. There was no report of patient involvement.